Manufacturer narrative:
The device was not returned for evaluation.

Event description:
It was reported on a post on social media "that the implant lasted all of 4 months before it had to be removed. A lot of unnecessary pain and expense. Implant collapsed into hole drilled for post. 2nd surgeon who removed it, filled the hole with bone graft, fused joint"